Event description:
It was reported that during a high anterior resection procedure, the device was used for anastomosis between the colon and the rectum. Reinforcement material was not used. The doughnuts were formed properly and there were no problems at the leak test. However, bleeding occurred from the anastomosis site just after the patient left the operation room. Therefore, the bleeding was stopped with clips endoscopically. There were no adverse consequences for the patient. The customer disposed of the device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information received on 12/3/2010: the tissue was not so thick. The device was not fired across or near the hard objects. The indicator was within the green range. The device confirmed the washer¿s crunch and the feel when the trigger grasped completely. When colonoscopy was performed, the found staples were formed properly. There were not difficulties in firing and removing the device. As amount of bleeding was 15cc, no transfusion was required. The patient was getting well. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.